Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data, with the device functioning as programmed. This device remains in service. No additional adverse patient effects were reported.